Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial result was < 1.0 miu/ml. On (B)(6) 2018, the sample was repeated and the result was 10000 miu/ml with a data flag. The sample was repeated again and the result was 41660 miu/ml. This result was believed to be correct and was reported outside of the laboratory. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 259199 with an expiration date of 30-nov-2018. There were no relevant alarms observed on the alarm trace data from the day of the event. In feb-2018 liquid flow cleaning and pinch tubing was ok. Calibration signals were slightly lower than expected. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.